Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman delivery sheath (wds). The valve, hub, and y-connector were microscopically and tactile inspected. Inspection revealed the hub was tightened completely torqued down on the y-connector and had ¿bottomed out¿ with a crack in the y-connector and the hub. Functional testing was carried out by attaching a syringe filled with water to the hub and applying positive pressure, and when pressure was applied, water was found to be streaming out from the crack. Inspection of the inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is manufacturing process design as the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. (B)(4).

Event description:
Reportable based on analysis completed 19 jun 2018. It was reported the side port on the hub of the device was broken. A left atrial appendage (laa) closure procedure was being performed. During preparation, a 24mm watchman ® laa closure device & delivery system (wds) was being flushed. It was noticed that the proximal side port on the hub was broken. This wds was not used and another wds was used to complete the procedure and implant a closure device successfully. There were no patient complications and the patient was stable. However, device analysis revealed a crack in the y-connector and the hub which resulted in a leak.